Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed bg level via correction injection via manual dose injection.